Event description:
Healthcare professional reported through a sales representative an "intact" implant. Later through the operative report was noted "rupture" and "breast ptosis"-not device related-. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.